Manufacturer narrative:
Date of event: unknown. Medical device expiration date: n/a. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation and/or device history review, a supplemental report will be filed.

Event description:
It was reported that during use of the relion® insulin syringe the thumb press on rod has 2 flat sports on it, stopper came away from rod in use. The following information was provided by the initial reporter: verbatim: "relion syringe 31g 1ml 6mm lot number 8008732 no exp date thumb press on plunger rod has 2 flat spots on it. Stopper came away from rod in use".

Event description:
It was reported that during use of the relion® insulin syringe the thumb press on rod has 2 flat sports on it, stopper came away from rod in use. The following information was provided by the initial reporter: verbatim: "relion syringe 31g 1ml 6mm lot number 8008732 no exp date thumb press on plunger rod has 2 flat spots on it. Stopper came away from rod in use"

Manufacturer narrative:
H.6. Investigation: customer returned (1) loose 1ml 31g 6mm insulin syringe (used). Consumer reported thumb press on plunger rod has 2 flat spots on it, stopper came away from rod in use. The returned syringe was examined and the following was observed: - the thumbpress on the plunger rod was damaged - the stopper was properly connected to the plunger rod and did not separate after moving the plunger rod/stopper assembly within the barrel based on the samples and/or photo(s) received the investigation concluded: - confirmed: bd was able to duplicate or confirm the customer¿s indicated failure (thumbpress damaged) - unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure (stopper separates) a review of the device history record was completed for batch# 8008732. All inspections were performed per the applicable operations qc specifications. There were two (2) notifications [(B)(4)] noted that did not pertain to the complaint. Probable root causes: for broken/bent plungers - dry barrels (insufficient silicone) from the prep dial that result from a silicone gun not firing. Insufficient silicone leads to difficulty exercising the plunger, and can thereby result in broken plungers. - plunger screw jams that would damage plungers, i.e., they break or bend plungers - bowed plungers that do not get seated, and get broken off at the delrin wheel.